Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: (B)(6). Nurse notes. Has wide-mouthed hernia in abdomen. (B)(6) 2006: (B)(6). [Illegible signature]. Progress note. Incision with some port reaction but not suspicious of infection. (B)(6) 2006: (B)(6). Nurse notes. Abdominal binder on. (B)(6) 2006: (B)(6). Office note-general surgery. Patient status post lysis adhesions , laparoscopic ventral hernia repair with dualmesh 09/27/06. Patient had increased abdominal pain over past weekend. Patient spoke with resident 10/08 and met him 10/09. Patient saw pcp monday who thought patient might have a ¿pinched nerve¿. He gave prednisone and vicodin. Patient here to have dr. Gould evaluate her due to ¿difficulty of hernia repair.¿ [illegible] pain is ¿4¿ now, ¿10¿ over the weekend. Abdomen soft. (B)(6) 2008: (B)(6). Discharge summary. Discharge diagnoses: recurrent urinary tract infections. Pain. Voiding dysfunction status post artificial urinary sphincter placement. Hospital course: tolerated well. No complications. Foley catheter remained in place since urinary bladder was opened during the procedure. Discharged to home. (B)(6) 2011: (B)(6). Radiology-x-ray abdomen ap view (kub). Current diagnosis/signs & symptoms: nasogastric tube, sbo [small bowel obstruction]. Changes of prior ventral hernia repair demonstrated. Impression: non-obstructive bowel gas pattern with nasogastric tube in expected position. (B)(6) 2011: (B)(6). Radiology-x-ray abdomen 2 views. Current diagnosis/signs & symptoms: abdominal pain. Had large bm this am. Impression: stool and gas in colon, extending all the way to the rectum. (B)(6) 2011: (B)(6). Radiology-x-ray abdomen 2 views. Current diagnosis/signs & symptoms: passing stool, denies nausea. Follow-up obstruction. Impression: non-obstructive bowel gas pattern. (B)(6) 2015: (B)(6). Nurse notes. Assessment of patient upon arrival to opsc postoperatively revealed a red, raised, weeping rash which streaked from top of left buttock to mid-buttock. Patient stated she had rash preoperatively and it was painful. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: (B)(6) clinic. (B)(6), rn. Phone call. Sally wanted you to know she found out what has been causing [sic] her pain, ¿a large abdominal wall hernia¿ found by a specialist in madison. She has follow up appointment on (B)(6) 2006 in madison also. (B)(6) 2006: (B)(6) clinic. (B)(6), md. Office notes. Follow up for osteoarthritis. Undergoing gi evaluation, will be having abdominal surgery for ventral hernia. Impression: previous anemia, hernia really would not explain anemia. Resume ketoprofen on trial basis, will have to stop it prior to abdominal surgery. Weight 175. (B)(6) 2006: (B)(6) clinic. (B)(6), md. Office notes. Has had multiple abdominal surgeries, found to have incisional hernia, scheduled for repair later this month by dr. (B)(6) at (B)(6) hospital in madison. She would like to have surgery moved up, so she scheduled to see me to see if we could do it sooner. History: multiple abdominal surgeries, including procedure where an artificial sphincter was placed in bladder. Cholecystectomy. Esophageal reflux. Examination: somewhat obese, impulse with straining that suggest presence of ventral hernia. Impression/plan: incisional hernia, scheduled for surgery. Reports episode of abdominal discomfort lasting 4 days, not associated with nausea, vomiting, change in bowel habit or any change in appetite suggesting obstruction or incarceration of hernia. CT scan suggest relatively wide fascial defect. (B)(6) 2007: (B)(6) medical center. (B)(6), md. Office notes. Possible food poisoning. Diarrhea and vomiting for a couple of days. Had large amount of cramping not relieved by bowel movement. Soreness all over abdomen. Acute viral gastroenteritis, resolving and mild dehydration. (B)(6) 20/07: [missing records: records for recent CT scan by urologist in madison were not provided.] (B)(6) 2007 (B)(6) medical center. (B)(6), md. Radiology-supine and upright abdomen. Abdominal pain, vomiting. Bowel gas pattern remarkable for some nondistended large and small bowel loops containing short air fluid levels within right upper quadrant and left lower quadrant. Reservoir connected to small coiled catheter for a bladder ¿artificial sphincter¿ identified in lower pelvis. No free intraperitoneal air, abnormal soft tissue mass or suspicious calcification. Summary: few short air fluid levels identified in nondistended bowel consistent with mild ileus. Doubtful this represents mechanical obstruction. (B)(6) 2007: (B)(6) medical center riverside clinic. (B)(6), md. Office notes. Follow-up ER for gastroenteritis. On friday was having severe abdominal cramps and vomiting. X-rays were taken and patient was told she had mild gastroenteritis. Trying to follow bland diet. Had urinalysis and was told it was ¿full of junk.¿ abdominal pain better, but still having cramping. Denies vomiting, no diarrhea but going more often. Vomiting resolved, has loose stools. Urine from (B)(6) 2007 growing 100,000 colonies of gram negative bacillus. (B)(6) 2008: (B)(6) clinic. (B)(6), md. Office notes. Here for removal 16 staples in lower abdomen. Abdominal exam: just above mons pubis there are around 16 staples. Seems to be healing nicely. Area cleansed and 16 staples removed without any difficulty. Little gapping from one of the wounds and steri strips applied to this area. Plan: 1) patient told to keep incisional site clean. Wash daily with soap and water and apply triple antibiotic ointment to it. Given prescription for amoxicillin. (B)(6) 2008: (B)(6) clinic. (B)(6), md. Office notes. Small open area on left side of wound. Denies fever. Has been told to watch out for it. Abdominal exam: soft, bowel sounds present, nontender. Wound healing well. Slight gapping area and some drainage around 4 mm in size. Placed on augmentin. (B)(6) 2008: (B)(6) clinic. (B)(6), md. Office notes. A week ago did not feel well, was up all night, vomited several times and started having diarrhea. At one point had diarrhea and vomiting at the same time and passed out. Was seen at (B)(6) hospital for dehydration from gastroenteritis and a uti. (B)(6) 2008: (B)(6) clinic. (B)(6), md. Office notes. Check mesh in right lower abdomen. States around a year ago she had an abdominal wall hernia repaired and a mesh was placed in the lower abdomen. She had been doing fine since that time. Last thursday she was reaching out while quilting and felt a sharp pull in the lower abdomen. Later she seemed to notice a big swelling over there. She was quite concerned and came in to be checked out to be sure that the mesh was in place. She has not noticed any bulging the last couple of days. Otherwise, she is doing better. Her irritable bowel syndrome is stable. She used to have diarrhea but then the stool started getting kind of harder so now she is taking 2 tablets of imodium a day. She is not having any urinary problems except for the slight incontinence. Complains of pain in lower abdominal wall. Abdominal exam: soft, nontender, no obvious masses noted in the lower abdomen. Impression: 1) abdominal wall strain. Plan: 1) patient told to buy an ace wrap and apply it around the lower abdomen. As far as I can see, the mesh appears to be in place. 2) she was also told to take it easy and do not do any heavy lifting for the next couple of weeks. (B)(6) 2009: (B)(6) center. (B)(6), md. Radiology-CT abdomen/ pelvis. History: abdominal pain, nausea. Previous ventral hernia repair with radiopaque mesh. Some radiopaque material in the same area anteriorly which is closely related to colon with an appearance suggesting either calcified suture material or radiopaque surgical clips. No recurrent ventral hernia. Several loops of unpacified small bowel present. Fluid filled loops of small bowel present which appear to be dilated. Air fluid levels in small bowel loops as well. These are very close in proximity to the ventral hernia repair. This appears to be involving the ileum. Area of dilated small bowel is proximal to the area of the unusual surgical clips or calcified suture material described above. Postoperative stricture or adhesions may be producing this partial obstruction. Proximal small bowel in abdomen appears to be of normal caliber at this time. Impression: the most significant finding is abnormal distal small bowel predominantly in the ileum but there are fluid levels and dilated segments of small bowel. These appear to be dilated to the level of the right lower quadrant closely associated with the ventral hernia repair mesh. This could represent postop stricture. There is some irregularity of the upper aspect of the bladder as well which may also be related to previous surgery. (B)(6) 2009: (B)(6) center. (B)(6), md. Radiology-abdomen flat & upright. Partial small bowel obstruction. Evidence of previous ventral hernia repair. No dilation of small bowel. No free air. Few air fluid levels identified. Does not appear to represent an obstructive gas pattern. Minor ileus possible. Oral contrast has passed into the colon. (B)(6) 2009: (B)(6) medical center. (B)(6), md. Radiology-abdomen flat & upright. Mesh seen in anterior abdominal wall. Nonobstructive bowel gas pattern. Progression of dilute contrast to more distal colon. (B)(6) 2009: (B)(6) clinic. (B)(6), md. Office notes. Sometimes has abdominal pain near hernia site. It seems like something is moving below her belly button, then it seems to move back. Has lost some weight. (B)(6) 2009: (B)(6) medical center. (B)(6), do. Radiology-abdominal series. Abdominal pain. Nonobstructive gas pattern. Stool present throughout the colon. Surgical clips in right upper quadrant. Postoperative changes of prior anterior abdominal hernia repair with mesh are noted. (B)(6) 2010: (B)(6). (B)(6), md. Office notes. Abdominal/ abdominal wall pain. History of hernia repair. Over last 1-2 weeks has some pain in right lower abdomen. Not having any fever or chills. Feels burning sensation when she moves or coughs. Mild tenderness in right lower quadrant area. No skin erythema, no bulging, no guarding or rebound. Remainder of abdomen is soft. No evidence of recurrent hernia at this time. Assessment: abdominal wall strain. May have had strain from previous hernia surgery. Vicodin given. (B)(6) 2012: (B)(6) medical center. (B)(6), pa-c. Office notes. Patient has been coughing for 2 months. Gi: prevacid does not control her heartburn. Has irritable bowel syndrome with chronic abdominal pain, with mild constipation alternating with diarrhea. Denies nausea, vomiting and melena. Had a colonoscopy in 2009. Had 3 hospitalizations in 2012 for ileus. (B)(6) 2013: (B)(6) medical center. (B)(6), md. Office notes. Patient has been having difficulties for about 5 days. Has had fever at night up to 101.7. Notes some episodes of nausea and vomiting. Has not had any diarrhea. Notes some epigastric discomfort at times which radiates into the back. Seen in ER few days ago, put on cipro. Has not gotten any better. Needs abdominal ultrasound to rule out common duct stone. (B)(6) 2013: (B)(6) medical center. (B)(6), md. Office notes. Hospital follow up for pancreatitis. Occasional twinges of abdominal discomfort. (B)(6) 2013: (B)(6) medical center. (B)(6), md. Office notes. Patient has been having increased difficulties with lower abdominal gas and pressure over last several months since she had pancreatitis. She has what was apparently 80 obstructive bile duct, likely from a stone. She underwent ercp and had a stent placed. Had some mild pancreatitis following that. Has had loose stools for a number of years, has had cholecystectomy. I think she is having some post cholecystectomy loose stools. Prescription for questran. (B)(6) 2013: (B)(6) medical center. (B)(6), md. Office notes. Having increased upper abdominal pain. Little concerned she might be getting another bowel obstruction. At present, not too uncomfortable and she is going to back off a bit on her diet. Will call if she has continued difficulties with abdominal pain. (B)(6) 2015: (B)(6) medical center. (B)(6), apnp. Office notes. Seen for preoperative consultation for bowel stimulator insertion on 09/15/15 at uw madison. Constipated on narcotics. Has had bowel obstructions related to use, most recent was post op in june 2015. She stopped breathing on post op day 1 after anesthesia in june. Says they called a code blue-reportedly she awoke to the stimulus of everyone around her and then she was told she stopped breathing. Does not think she required any resuscitation. Proceed with surgery as planned. [Missing records: records regarding the surgery and complications of ¿stopped breathing¿ from june 2015 were not provided.] (B)(6) 2015: (B)(6) medical center. (B)(6), md. Office notes. Diabetes mellitus. Reports urinary incontinence. Of most concern to patient is severe pressure sensation she has with urination. Feels as if something is falling out of her. Has not tried to push any tissue back in. Reports history of pelvic organ prolapse, having been evaluated previously. Has not pursued treatment for this issue and has not had significant urinary incontinence this far, although surgery was discussed. Has had multiple pelvic surgeries as well as 2 previous vaginal deliveries. Denies vaginal discharge. Declined pelvic exam. 1) acute cystitis without hematuria, resolving. 2) female genital prolapse, other. Per scanned note from dr. (B)(6) on (B)(6) 2014, patient was noted to have grade ii/ iii cystocele with apical descent noted. Discussed etiology of issue and it¿s likely the cause of the pressure she has been feeling. Treatment options: pessary vs. Surgical intervention, both of which have been discussed previously with dr. Mcfadden. (B)(6) 2016: (B)(6) medical center. (B)(6), apnp. Office notes. Continues with heartburn and epigastric pain. Hospitalized at tcs on (B)(6) 2016 for small bowel obstruction. Obstruction cleared without surgical intervention. States has continued mild upper abdominal distention and discomfort since being discharged. (B)(6) 2016: (B)(6) medical center. (B)(6), apnp. Office notes. Seen for preoperative consultation for l3-4 decompression with intralaminar stabilization on (B)(6) 2016 at (B)(6)hospital. (B)(6) 2016: (B)(6) medical center. (B)(6), md. Office notes. Seen today for hospital follow up. Hospitalized for postoperative small bowel obstruction at (B)(6) hospital. Small bowel obstruction resolved. (B)(6) 2017: (B)(6) medical center. (B)(6), md. Office notes. Presents for evaluation of diarrhea. Has had diarrhea for last 30 years. Has recurrent bouts of diarrhea typically controlled with imodium. Had recent severe exacerbation of diarrhea for which she presented to ER on (B)(6) 2017. Diarrhea was controlled and fecally incontinent in small spurts, tends to occur more at night. Diarrhea started 30 years ago after a surgery for apparently bladder obstruction in which case the patient states that some of her small bowel was also removed, resulting in what sounds like short gut syndrome. In ER urinalysis suggestive for urinary tract infection and was started on keflex. Abdominal x-ray was negative. Patient states occasionally she will take too much imodium and this will give her a small bowel obstruction, though this has not been the case recently. States her symptoms actually have improved and this morning she had more solid stool than last week. Colonoscopy on 08/07/13 was normal. Frequent urinary tract infections due to self-catheterization. Acute exacerbation improving, recommended continue imodium and continue to monitor. (B)(6) 2017: (B)(6) medical center. (B)(6), md. Office notes. Seen for hospital follow-up. Feels great but wants surgical consult. Has known multiple surgical adhesions and usually one sbo [small bowel obstruction] per year. Requests referral to dr. (B)(6) for surgical evaluation to discuss lysis of adhesions. I told her further surgical interventions may not help and in fact make things worse but she insists on talking to surgery. (B)(6) 2017: (B)(6) medical center. (B)(6), md. Office notes. Here to discuss recurrent small bowel obstructions that have been happening at least once per year since her bladder surgery. She knows that she had some bowel affected by that surgery and wishes that she had not done it given the problems since. She also had a hernia repair with mesh and has had worsened symptoms since. She thinks that her bowel is stuck to the mesh. Recent CT reviewed. Patient with findings by history and CT concerning for small bowel involvement at previous anastomosis site with mesh from hernia repair. I suspect this is what is causing her obstructions and pain. Surgery would likely mean anastomosis revision and mesh removal with primary hernia repair causing her to be at high risk of recurrence. She would like to proceed. Wight 176 lb., bmi 35.55. Diagnoses: small bowel obstruction, periumbilical abdominal pain. [Missing records: records from the ¿recent¿ CT scan were not provided.] (B)(6) 2017: (B)(6) physicians. (B)(6), md. Office notes. Patient underwent exploratory laparotomy, removal of malfunctioning and eroding hernia repair. She had a gore mesh. There were multiple enterotomies, performed by dr. (B)(6). Reports significant gastric reflux as well as drainage from the wound. Exam: wound and skin clean, dry and healing well aside from serous drainage from lower aspect of wound. Patient was worried and felt she was bleeding from this area, but it¿s only serosanguineous drainage and mainly serous. Does have irritation involving the skin, which had been previously identified as a fungal infection. Using hydrocortisone cream. Discussed with her using nystatin powder on this area around the wound. Had been using that below, but I recommend using it on entire skin area to see if that will improve. Recommended using feminine pads to keep drainage absorbed and away from the wound. May have potentially a dehiscence of the fascia based on the amount of drainage, but overlying skin is intact. (B)(6) 2017: (B)(6) physicians. (B)(6), md. Office notes. Postop check. Was in on monday secondary to wound drainage ¿that was quite scary for her.¿ was seen by dr. (B)(6) who felt she had a small dehiscence. States that drainage stopped quite quickly after seeing dr. (B)(6) and then began having diarrhea with black flecks in it which scared her in regards to hemorrhage. Diarrhea has improved. Nauseated yesterday, improved when diarrhea started. Patient has ¿simply been having a rocky couple of days.¿ also feeling weak since diarrhea started. Eating normally, no nausea. Weight down 10 lb. (179-169). Incision clean, dry, intact, no evidence of infection or drainage. No evidence of obstruction or ileus. Visit diagnoses: dehydration, weak, acute diarrhea, urinary tract infection associated with catheterization of urinary tract. (B)(6) 2017: (B)(6) physicians. (B)(6), apnp. Office notes. Hospitalized (B)(6) 2017-(B)(6) 2017 at (B)(6) medical center for stomach pain and vomiting. Diagnosis: small bowel obstruction. Doing much better, was given antibiotic. Small bowl obstruction resolved. Reports strong pain prior to bowel movement, improves after bowel movement. Bmi 35.26. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: additional health effect- clinical code h6: updated investigation findings h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1994, 2240, 2422, 2668 and 3191 other code for ¿foreign body giant cell reaction¿ and ¿bowel resection¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2006 through (B)(6), 2018 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. ¿ records between (B)(6), 2013 and (B)(6), 2015 were not provided. Patient information: medical history: ¿ (B)(6)1968: peptic ulcer disease [pud] ¿ chronic severe abdominal pain ¿ obese - (B)(6) 2000: 190 lbs., bmi 38.4 - (B)(6) 2006: ¿somewhat obese.¿ - (B)(6) 2006: 180 lbs., bmi 36.4 - (B)(6) 2012: ¿exogenous obesity.¿ - (B)(6) 2017: 176 lbs., bmi 35.55. - (B)(6) 2018: 184 lbs., bmi 37.2 ¿ (B)(6) 2000: chronic diarrhea secondary to short bowel syndrome ¿ (B)(6) 2006: chronic reactive antritis, gastroesophageal reflux disease reflux [gerd] ¿ (B)(6) 2006: large ventral hernia likely secondary to total abdominal hysterectomy ¿ (B)(6) 2008: gapping area from lower abdominal wound ¿ (B)(6) 2009: partial small bowel obstruction ¿ (B)(6) 2011: partial small bowel obstruction ¿ (B)(6) 2012: partial small bowl obstruction. Ileus versus partial small bowel obstruction. ¿ diabetes mellitus. - (B)(6) 2015: pre-diabetes. Metformin. - (B)(6) 2018: not on chronic insulin therapy with neuropathic manifestations. ¿ (B)(6) 2016: small bowel obstruction ¿ (B)(6) 2016: small bowel obstruction ¿ (B)(6) 2017: small bowel obstruction ¿ (B)(6) 2017: small bowel obstruction ¿ (B)(6) 2017: significant gastric reflux, wound drainage ¿ (B)(6) 2017: small bowel obstruction ¿ (B)(6) 2018: partial small bowel obstruction surgical procedures: ¿ 1973: bilateral salpingo-oophorectomy ¿ 1974: total abdominal hysterectomy, appendectomy ¿ 1980: bladder surgery ¿ 1998: open cholecystectomy ¿ (B)(6) 2000: history of most of small bowel removal for urologic type of procedure. ¿ (B)(6) 2006: laparoscopic ventral hernia repair with dualmesh. Extensive lysis of adhesions. Implant: gore® dualmesh® biomaterial. ¿ (B)(6) 2008: removal of artificial urinary sphincter ¿ (B)(6) 2015: bilateral stage I interstim implantation ¿ (B)(6) 2015: removal of stage I interstim ¿ (B)(6) 2017: exploratory laparotomy removal of malfunctioning and eroding hernia repair, gore-tex mesh, removal of titanium tack from small bowel wall, repair of 2 enterotomies, small bowel resection x1, extensive lysis of adhesions taking more than 2 hours of the case, primary hernia repair. Relevant medical information: ¿ (B)(6) 2006: ¿large abdominal wall hernia.¿ implant preoperative complaints: ¿ (B)(6) 2006: ¿has had multiple abdominal surgeries, found to have incisional hernia. Examination: somewhat obese, impulse with straining that suggest presence of ventral hernia. Impression/plan: incisional hernia, scheduled for surgery. CT scan suggest relatively wide fascial defect.¿ ¿ (B)(6) 2006: indication: ¿experienced several years of abdominal pain that has been more pronounced in the last month or so. It occasionally escalates to the point that she experiences nausea and vomiting. During the extensive workup for these complaints, she had a CT scan of the abdomen and pelvis which demonstrated a ventral hernia.¿ implant procedure: laparoscopic ventral hernia repair with dualmesh. Extensive lysis of adhesions. Implant: gore® dualmesh® biomaterial (1dlmc04/04406422, 15cm x 19cm x 1mm thick, oval) implant date: (B)(6), 2006 [hospitalization (B)(6), 2006] ¿ description of hernia being treated: ¿we began by making a small skin stab incision in the left upper quadrant directly under her left costal margin. Through this we placed a veress needle and after confirming intraperitoneal placement with a water drop test, we insufflated to establish our pneumoperitoneum under low flow. Satisfied that the veress was in the peritoneal cavity, we continued insufflating under high flow. With the pneumoperitoneum established, we removed the veress needle and placed a 5-mm optiview trocar through the same stab incision. We visualized each layer until we were in the peritoneum with the optiview port. We removed the optiview trocar and confirmed intraperitoneal position without any underlying visceral injury under direct visualization. We placed 2 additional 5-mm ports along the right abdominal wall and after taking down some adhesions, we placed an additional 5-mm port in the right upper quadrant. There were extensive adhesions with small bowel inside the hernia sac and matted along the fascial edge of the hernia defect, itself. These were multiple redundant loops that required an extensive adhesiolysis with a combination of laparoscopic scissors and harmonic scalpel. In total, our careful adhesiolysis took about 2 hours and after that we were satisfied that we had cleared away and defined the fascial edges of the hernia sac. We examined all bowel closely and there was no evidence of bowel injury or enterotomy.¿ ¿ implant size and fixation: ¿we measured this and it seemed to measure about 10 x 8 cm. Next, we cut a piece of dualmesh to size so that we had an additional 3 cm of fascial coverage beyond the fascial edge of the hernia on all sides. This was oriented so the macroporous side was facing the fascia and the subcutaneous tissues and the microporous side was facing the abdominal viscera. It was appropriately labeled with ink and at 8 equidistance places along the perimeter of the mesh, we placed 0 prolene sutures that were tied into place. It should be noted that during our adhesiolysis we also placed and additional 5 mm port in the subxiphoid position. With our dualmesh labeled, we made preparations to insert it into the abdominal cavity. We removed 1 of the left-sided 5-mm port sites and extended this skin incision to a total of 1 cm and placed a 10-mm balloon trocar through this trocar. We delivered the rolled up dualmesh with the preplaced sutures into the peritoneal cavity. Once inside, we unrolled it and oriented it appropriately. We fastened each of the 8 preplaced sutures similarly. We used a small needle grasper through a small skin stab incision through good fascia along the borders of the hernia to grasp the preplaced mesh sutures within the peritoneal cavity. The preplaced sutures were externalized thus bringing the mesh up to the anterior abdominal wall. We did this in a step wise fashion at each step insuring that the mesh was placed with appropriate location and appropriate tension. Satisfied that the mesh was appropriately placed at all 8 points and that the hernia sac was widely and securely covered through good fascia, we began to tie down the externalized preplaced 0 prolene sutures. We tied these down in pairs 180 degrees apart from one another to insure that the mesh did not migrate. We reinsufflated the peritoneal cavity and with the laparoscope insured that the mesh was still in good position. Finally, we secured the entire perimeter at 1-cm intervals with the spiral stapling device. These were fired in such a manner so as to eliminate any mesh redundancy and in a manner so as to insure that none of the macroporous side of the mesh was visible. With this complete, we explored the operative field to insure hemostasis. Satisfied with our hemostasis, we visualized the small bowel and confirmed there were no inadvertent bowel injuries. We administered local anesthetic to each of the port sites and removed them sequentially under direct visualization. Prior to removing these port sites, we repaired the 10-mm port site with an endoclose device utilizing 0 vicryl sutures. Satisfied with our fascial closure, we evacuated the pneumoperitoneum, removed the ports and closed the skin stab incisions with steri-strips and the port sites with interrupted 4-0 vicryl subcuticular sutures. The 10-mm port site was closed with a running 4-0 subcuticular stitch.¿ ¿ (B)(6) 2006: discharge summary. ¿should not lift greater than 15 lbs. For the next 2 weeks. Followup in 2 weeks.¿ relevant medical information: ¿ (B)(6) 2006: ¿status post lysis adhesions, laparoscopic ventral hernia repair with dualmesh 9/27/06. Had increased abdominal pain over past weekend. Saw pcp monday who thought patient might have a ¿pinched nerve.¿ abdomen soft.¿ ¿ (B)(6) 2008: ¿check mesh in right lower abdomen. States around a year ago she had an abdominal wall hernia repaired and a mesh was placed in the lower abdomen. She had been doing fine since that time. Last thursday she was reaching out while quilting and felt a sharp pull in the lower abdomen. Later she seemed to notice a big swelling over there. She was quite concerned and came in to be checked out to be sure that the mesh was in place. She has not noticed any bulging the last couple of days. Otherwise, she is doing better. Her irritable bowel syndrome is stable. Complains of pain in lower abdominal wall. Abdominal exam: soft, nontender, no obvious masses noted in the lower abdomen. Impression: 1) abdominal wall strain. Plan: 1) patient told to buy an ace wrap and apply it around the lower abdomen. As far as I can see, the mesh appears to be in place. 2) she was also told to take it easy and do not do any heavy lifting for the next couple of weeks.¿ ¿ (B)(6) 2009: CT abdomen/ pelvis [a/p]. Impression: ¿the most significant finding is abnormal distal small bowel predominantly in the ileum but there are fluid levels and dilated segments of small bowel. These appear to be dilated to the level of the right lower quadrant closely associated with the ventral hernia repair mesh. This could represent postop stricture. There is some irregularity of the upper aspect of the bladder as well which may also be related to previous surgery.¿ ¿ (B)(6) 2009: abdomen flat & upright. ¿partial small bowel obstruction. Evidence of previous ventral hernia repair.¿ ¿ (B)(6) 2009: abdomen flat & upright. ¿mesh seen in anterior abdominal wall. Nonobstructive bowel gas pattern.¿ ¿ (B)(6) 2009: ¿sometimes has abdominal pain near hernia site. It seems like something is moving below her belly button, then it seems to move back. Has lost some weight.¿ ¿ (B)(6 )2009: abdominal series. ¿abdominal pain. Nonobstructive gas pattern. Surgical clips in right upper quadrant. Postoperative changes of prior anterior abdominal hernia repair with mesh are noted.¿ ¿ (B)(6) 2010: ¿abdominal wall pain. Over last 1-2 weeks has some pain in right lower abdomen. Feels burning sensation when she moves or coughs. Mild tenderness in right lower quadrant area. No evidence of recurrent hernia at this time. Assessment: abdominal wall strain.¿ ¿ (B)(6) 2011: ¿came to ER because of abdominal pain. Cat scan reports dilated of fluid filled loops of ilium up to 3.5 cm in mid abdominal region behind abdominal wall mesh. Transferred.¿ ¿ (B)(6) 2012: ¿has been coughing for 2 months. Had 3 hospitalizations in 2012 for ileus.¿ ¿ (B)(6) 2015: x-ray abdomen: ¿there is anterior abdominal wall mesh. Ileus versus partial small bowel obstruction.¿ ¿ (B)(6) 2017: CT a/p: ¿there is abrupt transition of small bowel caliber in the right side of the abdomen in the distal ileum to nondilated bowel. There is a very trace amount of edema in the fat adjacent to the distal dilated small bowel loops. An enteroenteric anastomosis is present in the right side of the abdomen. There is mesh repair of the anterior abdominal wall. There is no evidence of pneumatosis. There is no evidence of free air or free intraperitoneal fluid.¿ explant preoperative complaints: ¿ (B)(6) 2017: ¿here to discuss recurrent small bowel obstructions that have been happening at least once per year since her bladder surgery. She knows that she had some bowel affected by that surgery and wishes that she had not done it given the problems since. She also had a hernia repair with mesh and has had worsened symptoms since. She thinks that her bowel is stuck to the mesh. Recent CT reviewed. Patient with findings by history and CT concerning for small bowel involvement at previous anastomosis site with mesh from hernia repair. I suspect this is what is causing her obstructions and pain. Surgery would likely mean anastomosis revision and mesh removal with primary hernia repair causing her to be at high risk of recurrence. She would like to proceed. Diagnoses: small bowel obstruction, periumbilical abdominal pain.¿ explant procedure: exploratory laparotomy removal of malfunctioning and eroding hernia repair, gore-tex mesh, removal of titanium tack from small bowel wall, repair of 2 enterotomies, small bowel resection x1, extensive lysis of adhesions taking more than 2 hours of the case, primary hernia repair. Explant date: (B)(6), 2017 [hospitalization (B)(6), 2017] ¿ ¿a midline incision was created through the previous incisional scar in the lower midline abdomen. This was eventually extended up to around the umbilicus halfway to the xiphoid in order for the extensive lysis of adhesions to be performed. This was taken down to the gore-tex mesh and the edge of [illegible] did inflate intraperitoneally with spiral tracking [sic] devices with sharp ends and there [sic] were seen to be going through and through the mesh into small bowel loops. There [sic] were all removed one at a time. This did leave 5 rents in the small bowel. The mesh was removed from the abdomen and very carefully in a sharp fashion. This was passed off the field and sent to pathology. The resultant chosen abdomen required lysis of adhesions in order to adequately evaluate the enterotomy and repair them in a safe and appropriate fashion. An extensive lysis of adhesions was performed again with the above stated time involvement. The enterotomies 2 of them were seen to be isolated and repaired. They were all less than 50% of the circumference and there was no evidence of devascularization. They were repaired with 2 layers of 3-0 silk pop-offs sutures. They [sic] were 3 enterotomies that were all within the same bowel loops fairly close to each other within a 5-6-inch section. This was resected with 2 firings of the gia 75 blue load stapler and the mesentery double clamped, ligated and divided. This was passed off the field and sent to pathology. The abdomen was then thoroughly irrigated and intercede was placed beneath the fascia and the fascia was closed primarily with looped 1 pds suture. The skin edges were reapproximated with 4-0 subcuticular monocryl suture.¿ ¿ (B)(6) 2017: pathology. ¿specimen: foreign body/material, abdominal mesh removal. Small intestine, partial/complete resection, not for tumor. Final diagnosis: abdominal mesh; removal: synthetic mesh material (gross consult only). Fibroadipose tissue with foreign body giant cell reaction. Small bowel; segmental resection: acute serositis with focal erosion into submucosa. Gross description: received labeled with the patient¿s name and ¿abdominal mesh removal¿ is a 12.5 x 9.0 x 0.7 cm portion of synthetic mesh. There are several blue sutures. There is also tightly adherent fibromembranous and fatty tissue scattered on each surface. Representative soft tissue is submitted in one cassette. Received labeled with the patient¿s name and ¿small intestine¿ is a 2.5 cm segment of small intestine stapled at each end. There is a small amount of adipose tissue. This segment is kinked and displays numerous serosal adhesions. There are also several sutures in the serosal surface. Representative tissue is submitted labeled: a each en face margin, b kinked area from serosal adhesions, c sutured area. Microscopic description: 1. H and e stained sections demonstrate portions of fibroadipose tissue with areas of dense fibrosis and scattered foreign body giant cell reaction. There is no evidence for malignancy. 2. H and e stained sections demonstrate small bowel with acute serositis and serosal erosion, focally extending into submucosal tissue. No evidence for malignancy.¿ ¿ (B)(6) 2017: discharge summary. ¿underwent surgery without complication and post operatively had an ng, this was removed and started on liquids po [by mouth].¿ relevant medical information: ¿ (B)(6) 2017: patient underwent exploratory laparotomy, removal of malfunctioning and eroding hernia repair. She had a gore mesh. There were multiple enterotomies. Reports significant gastric reflux as well as drainage from the wound. Exam: wound and skin clean, dry and healing well aside from serous drainage from lower aspect of wound. Patient was worried and felt she was bleeding from this area, but it¿s only serosanguineous drainage and mainly serous. Does have irritation involving the skin, which had been previously identified as a fungal infection. Using hydrocortisone cream. Discussed with her using nystatin powder on this area around the wound. Had been using that below, but I recommend using it on entire skin area to see if that will improve. Recommended using feminine pads to keep drainage absorbed and away from the wound. May have potentially a dehiscence of the fascia based on the amount of drainage, but overlying skin is intact. ¿ (B)(6) 2017: postop check. Was in on monday secondary to wound drainage ¿that was quite scary for her.¿ was seen, felt she had a small dehiscence. States that drainage stopped quite quickly and then began having diarrhea with black flecks in it which scared her in regards to hemorrhage. Diarrhea has improved. Nauseated yesterday, improved when diarrhea started. Patient has ¿simply been having a rocky couple of days.¿ also feeling weak since diarrhea started. Eating normally, no nausea. Weight down 10 lb. (179-169). Incision clean, dry, intact, no evidence of infection or drainage. No evidence of obstruction or ileus. Visit diagnoses: dehydration, weak, acute diarrhea, urinary tract infection associated with catheterization of urinary tract.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane . The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1994, 2240, 2422, 2668 and 3191 other code for ¿foreign body giant cell reaction¿ and ¿bowel resection¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2006 through (B)(6) 2018 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Records between (B)(6) 2013 and (B)(6) 2015 were not provided. Patient information: medical history: (B)(6) 1968: peptic ulcer disease [pud]. Chronic severe abdominal pain. Obese: (B)(6) 2000: 190 lbs., bmi 38.4. (B)(6) 2006: ¿somewhat obese.¿ (B)(6) 2006: 180 lbs., bmi 36.4. (B)(6) 2012: ¿exogenous obesity.¿ (B)(6) 2017: 176 lbs., bmi 35.55. (B)(6) 2018: 184 lbs., bmi 37.2. (B)(6) 2000: chronic diarrhea secondary to short bowel syndrome. (B)(6) 2006: chronic reactive antritis, gastroesophageal reflux disease reflux [gerd]. (B)(6) 2006: large ventral hernia likely secondary to total abdominal hysterectomy. (B)(6) 2008: gapping area from lower abdominal wound. (B)(6) 2009: partial small bowel obstruction. (B)(6) 2011: partial small bowel obstruction. (B)(6) 2012: partial small bowl obstruction. Ileus versus partial small bowel obstruction. Diabetes mellitus. (B)(6) 2015: pre-diabetes. Metformin. (B)(6) 2018: not on chronic insulin therapy with neuropathic manifestations. (B)(6) 2016: small bowel obstruction. (B)(6) 2016: small bowel obstruction. (B)(6) 2017: small bowel obstruction. (B)(6) 2017: small bowel obstruction. (B)(6) 2017: significant gastric reflux, wound drainage. (B)(6) 2017: small bowel obstruction. (B)(6) 2018: partial small bowel obstruction. Surgical procedures: 1973: bilateral salpingo-oophorectomy. 1974: total abdominal hysterectomy, appendectomy. 1980: bladder surgery. 1998: open cholecystectomy. (B)(6) 2000: history of most of small bowel removal for urologic type of procedure. (B)(6) 2006: laparoscopic ventral hernia repair with dualmesh. Extensive lysis of adhesions. Implant: gore® dualmesh® biomaterial. (B)(6) 2008: removal of artificial urinary sphincter. (B)(6) 2015: bilateral stage I interstim implantation. (B)(6) 2015: removal of stage I interstim. (B)(6) 2017: exploratory laparotomy removal of malfunctioning and eroding hernia repair, gore-tex mesh, removal of titanium tack from small bowel wall, repair of 2 enterotomies, small bowel resection x1, extensive lysis of adhesions taking more than 2 hours of the case, primary hernia repair. Relevant medical information: (B)(6) 2006: ¿large abdominal wall hernia.¿ implant preoperative complaints: (B)(6) 2006: ¿has had multiple abdominal surgeries, found to have incisional hernia. Examination: somewhat obese, impulse with straining that suggest presence of ventral hernia. Impression/plan: incisional hernia, scheduled for surgery. CT scan suggest relatively wide fascial defect.¿ (B)(6) 2006: indication: ¿experienced several years of abdominal pain that has been more pronounced in the last month or so. It occasionally escalates to the point that she experiences nausea and vomiting. During the extensive workup for these complaints, she had a CT scan of the abdomen and pelvis which demonstrated a ventral hernia.¿ implant procedure: laparoscopic ventral hernia repair with dualmesh. Extensive lysis of adhesions. Implant: gore® dualmesh® biomaterial (1dlmc04/04406422, 15cm x 19cm x 1mm thick, oval). Implant date: (B)(6) 2006 [hospitalization (B)(6) 2006]. Description of hernia being treated: ¿we began by making a small skin stab incision in the left upper quadrant directly under her left costal margin. Through this we placed a veress needle and after confirming intraperitoneal placement with a water drop test, we insufflated to establish our pneumoperitoneum under low flow. Satisfied that the veress was in the peritoneal cavity, we continued insufflating under high flow. With the pneumoperitoneum established, we removed the veress needle and placed a 5-mm optiview trocar through the same stab incision. We visualized each layer until we were in the peritoneum with the optiview port. We removed the optiview trocar and confirmed intraperitoneal position without any underlying visceral injury under direct visualization. We placed 2 additional 5-mm ports along the right abdominal wall and after taking down some adhesions, we placed an additional 5-mm port in the right upper quadrant. There were extensive adhesions with small bowel inside the hernia sac and matted along the fascial edge of the hernia defect, itself. These were multiple redundant loops that required an extensive adhesiolysis with a combination of laparoscopic scissors and harmonic scalpel. In total, our careful adhesiolysis took about 2 hours and after that we were satisfied that we had cleared away and defined the fascial edges of the hernia sac. We examined all bowel closely and there was no evidence of bowel injury or enterotomy.¿ implant size and fixation: ¿we measured this and it seemed to measure about 10 x 8 cm. Next, we cut a piece of dualmesh to size so that we had an additional 3 cm of fascial coverage beyond the fascial edge of the hernia on all sides. This was oriented so the macroporous side was facing the fascia and the subcutaneous tissues and the microporous side was facing the abdominal viscera. It was appropriately labeled with ink and at 8 equidistance places along the perimeter of the mesh, we placed 0 prolene sutures that were tied into place. It should be noted that during our adhesiolysis we also placed and additional 5 mm port in the subxiphoid position. With our dualmesh labeled, we made preparations to insert it into the abdominal cavity. We removed 1 of the left-sided 5-mm port sites and extended this skin incision to a total of 1 cm and placed a 10-mm balloon trocar through this trocar. We delivered the rolled up dualmesh with the preplaced sutures into the peritoneal cavity. Once inside, we unrolled it and oriented it appropriately. We fastened each of the 8 preplaced sutures similarly. We used a small needle grasper through a small skin stab incision through good fascia along the borders of the hernia to grasp the preplaced mesh sutures within the peritoneal cavity. The preplaced sutures were externalized thus bringing the mesh up to the anterior abdominal wall. We did this in a step wise fashion at each step insuring that the mesh was placed with appropriate location and appropriate tension. Satisfied that the mesh was appropriately placed at all 8 points and that the hernia sac was widely and securely covered through good fascia, we began to tie down the externalized preplaced 0 prolene sutures. We tied these down in pairs 180 degrees apart from one another to insure that the mesh did not migrate. We re-insufflated the peritoneal cavity and with the laparoscope insured that the mesh was still in good position. Finally, we secured the entire perimeter at 1-cm intervals with the spiral stapling device. These were fired in such a manner so as to eliminate any mesh redundancy and in a manner so as to insure that none of the macroporous side of the mesh was visible. With this complete, we explored the operative field to insure hemostasis. Satisfied with our hemostasis, we visualized the small bowel and confirmed there were no inadvertent bowel injuries. We administered local anesthetic to each of the port sites and removed them sequentially under direct visualization. Prior to removing these port sites, we repaired the 10-mm port site with an endoclose device utilizing 0 vicryl sutures. Satisfied with our fascial closure, we evacuated the pneumoperitoneum, removed the ports and closed the skin stab incisions with steri-strips and the port sites with interrupted 4-0 vicryl subcuticular sutures. The 10-mm port site was closed with a running 4-0 subcuticular stitch.¿ (B)(6) 2006: discharge summary. ¿should not lift greater than 15 lbs. For the next 2 weeks. Followup in 2 weeks.¿ relevant medical information: (B)(6) 2006: ¿status post lysis adhesions, laparoscopic ventral hernia repair with dualmesh (B)(6) 2006. Had increased abdominal pain over past weekend. Saw pcp monday who thought patient might have a ¿pinched nerve.¿ abdomen soft.¿ (B)(6) 2008: ¿check mesh in right lower abdomen. States around a year ago she had an abdominal wall hernia repaired and a mesh was placed in the lower abdomen. She had been doing fine since that time. Last thursday she was reaching out while quilting and felt a sharp pull in the lower abdomen. Later she seemed to notice a big swelling over there. She was quite concerned and came in to be checked out to be sure that the mesh was in place. She has not noticed any bulging the last couple of days. Otherwise, she is doing better. Her irritable bowel syndrome is stable. Complains of pain in lower abdominal wall. Abdominal exam: soft, nontender, no obvious masses noted in the lower abdomen. Impression: 1) abdominal wall strain. Plan: 1) patient told to buy an ace wrap and apply it around the lower abdomen. As far as I can see, the mesh appears to be in place. 2) she was also told to take it easy and do not do any heavy lifting for the next couple of weeks.¿ ¿ (B)(6) 2009: CT abdomen/ pelvis [a/p]. Impression: ¿the most significant finding is abnormal distal small bowel predominantly in the ileum but there are fluid levels and dilated segments of small bowel. These appear to be dilated to the level of the right lower quadrant closely associated with the ventral hernia repair mesh. This could represent postop stricture. There is some irregularity of the upper aspect of the bladder as well which may also be related to previous surgery.¿ (B)(6) 2009: abdomen flat & upright. ¿partial small bowel obstruction. Evidence of previous ventral hernia repair.¿ (B)(6) 2009: abdomen flat & upright. ¿mesh seen in anterior abdominal wall. Nonobstructive bowel gas pattern.¿ (B)(6) 2009: ¿sometimes has abdominal pain near hernia site. It seems like something is moving below her belly button, then it seems to move back. Has lost some weight.¿ (B)(6) 2009: abdominal series. ¿abdominal pain. Nonobstructive gas pattern. Surgical clips in right upper quadrant. Postoperative changes of prior anterior abdominal hernia repair with mesh are noted.¿ (B)(6) 2010: ¿abdominal wall pain. Over last 1-2 weeks has some pain in right lower abdomen. Feels burning sensation when she moves or coughs. Mild tenderness in right lower quadrant area. No evidence of recurrent hernia at this time . Assessment: abdominal wall strain.¿ (B)(6) 2011: ¿came to ER because of abdominal pain. Cat scan reports dilated of fluid filled loops of ilium up to 3.5 cm in mid abdominal region behind abdominal wall mesh. Transferred.¿ (B)(6) 2012: ¿has been coughing for 2 months. Had 3 hospitalizations in 2012 for ileus.¿ (B)(6) 2015: x-ray abdomen: ¿there is anterior abdominal wall mesh. Ileus versus partial small bowel obstruction.¿ (B)(6) 2017: CT a/p: ¿there is abrupt transition of small bowel caliber in the right side of the abdomen in the distal ileum to nondilated bowel. There is a very trace amount of edema in the fat adjacent to the distal dilated small bowel loops. An enteroenteric anastomosis is present in the right side of the abdomen. There is mesh repair of the anterior abdominal wall. There is no evidence of pneumatosis. There is no evidence of free air or free intraperitoneal fluid.¿ explant preoperative complaints: (B)(6) 2017: ¿here to discuss recurrent small bowel obstructions that have been happening at least once per year since her bladder surgery. She knows that she had some bowel affected by that surgery and wishes that she had not done it given the problems since. She also had a hernia repair with mesh and has had worsened symptoms since. She thinks that her bowel is stuck to the mesh. Recent CT reviewed. Patient with findings by history and CT concerning for small bowel involvement at previous anastomosis site with mesh from hernia repair. I suspect this is what is causing her obstructions and pain. Surgery would likely mean anastomosis revision and mesh removal with primary hernia repair causing her to be at high risk of recurrence. She would like to proceed. Diagnoses: small bowel obstruction, periumbilical abdominal pain.¿ explant procedure: exploratory laparotomy removal of malfunctioning and eroding hernia repair, gore-tex mesh, removal of titanium tack from small bowel wall, repair of 2 enterotomies, small bowel resection x1, extensive lysis of adhesions taking more than 2 hours of the case, primary hernia repair. Explant date: (B)(6) 2017 [hospitalization (B)(6) 2017]: ¿a midline incision was created through the previous incisional scar in the lower midline abdomen. This was eventually extended up to around the umbilicus halfway to the xiphoid in order for the extensive lysis of adhesions to be performed. This was taken down to the gore-tex mesh and the edge of [illegible] did inflate intraperitoneally with spiral tracking [sic] devices with sharp ends and there [sic] were seen to be going through and through the mesh into small bowel loops. There [sic] were all removed one at a time. This did leave 5 rents in the small bowel. The mesh was removed from the abdomen and very carefully in a sharp fashion. This was passed off the field and sent to pathology. The resultant chosen abdomen required lysis of adhesions in order to adequately evaluate the enterotomy and repair them in a safe and appropriate fashion. An extensive lysis of adhesions was performed again with the above stated time involvement. The enterotomies 2 of them were seen to be isolated and repaired. They were all less than 50% of the circumference and there was no evidence of devascularization. They were repaired with 2 layers of 3-0 silk pop-offs sutures. They [sic] were 3 enterotomies that were all within the same bowel loops fairly close to each other within a 5-6-inch section. This was resected with 2 firings of the gia 75 blue load stapler and the mesentery double clamped, ligated and divided. This was passed off the field and sent to pathology . The abdomen was then thoroughly irrigated and intercede was placed beneath the fascia and the fascia was closed primarily with looped 1 pds suture. T he skin edges were reapproximated with 4-0 subcuticular monocryl suture.¿ (B)(6) 2017: pathology. ¿specimen: foreign body/material, abdominal mesh removal. Small intestine, partial/complete resection, not for tumor. Final diagnosis: abdominal mesh; removal: synthetic mesh material (gross consult only). Fibroadipose tissue with foreign body giant cell reaction. Small bowel; segmental resection: acute serositis with focal erosion into submucosa. Gross description: received labeled with the patient¿s name and ¿abdominal mesh removal¿ is a 12.5 x 9.0 x 0.7 cm portion of synthetic mesh. There are several blue sutures. There is also tightly adherent fibromembranous and fatty tissue scattered on each surface. Representative soft tissue is submitted in one cassette. Received labeled with the patient¿s name and ¿small intestine¿ is a 2.5 cm segment of small intestine stapled at each end. There is a small amount of adipose tissue. This segment is kinked and displays numerous serosal adhesions. There are also several sutures in the serosal surface. Representative tissue is submitted labeled: a each en face margin, b kinked area from serosal adhesions, c sutured area. Microscopic description: 1. H and e stained sections demonstrate portions of fibroadipose tissue with areas of dense fibrosis and scattered foreign body giant cell reaction. There is no evidence for malignancy. 2. H and e stained sections demonstrate small bowel with acute serositis and serosal erosion, focally extending into submucosal tissue. No evidence for malignancy.¿ (B)(6) 2017: discharge summary. ¿underwent surgery without complication and post operatively had an ng, this was removed and started on liquids po [by mouth].¿ relevant medical information: (B)(6) 2017: patient underwent exploratory laparotomy, removal of malfunctioning and eroding hernia repair. She had a gore mesh. There were multiple enterotomies. Reports significant gastric reflux as well as drainage from the wound. Exam: wound and skin clean, dry and healing well aside from serous drainage from lower aspect of wound. Patient was worried and felt she was bleeding from this area, but it¿s only serosanguineous drainage and mainly serous. Does have irritation involving the skin, which had been previously identified as a fungal infection. Using hydrocortisone cream. Discussed with her using nystatin powder on this area around the wound. Had been using that below, but I recommend using it on entire skin area to see if that will improve. Recommended using feminine pads to keep drainage absorbed and away from the wound. May have potentially a dehiscence of the fascia based on the amount of drainage, but overlying skin is intact. (B)(6) 2017: postop check. Was in on monday secondary to wound drainage ¿that was quite scary for her.¿ was seen, felt she had a small dehiscence. States that drainage stopped quite quickly and then began having diarrhea with black flecks in it which scared her in regards to hemorrhage. Diarrhea has improved. Nauseated yesterday, improved when diarrhea started. Patient has ¿simply been having a rocky couple of days.¿ also feeling weak since diarrhea started. Eating normally, no nausea. Weight down 10 lb. (179-169). Incision clean, dry, intact, no evidence of infection or drainage. No evidence of obstruction or ileus. Visit diagnoses: dehydration, weak, acute diarrhea, urinary tract infection associated with catheterization of urinary tract.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A4: added patient weight. B7: added medical history. D4: corrected lot#, corrected UDI #. H6: results code and conclusion code remain unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for CT scan showing ¿ventral hernia¿ per op report on (B)(6) 2006 was not provided.] Records prior to (B)(6) 2006, including records for open cholecystectomy, appendectomy and hysterectomy with bilateral salpingo-oophorectomy, were not provided. (B)(6) 2006: (B)(6) health. (B)(6) md. Operative report. Pre/postop diagnosis: ventral hernia. Procedure: extensive lysis of adhesions. Laparoscopic ventral hernia repair with dualmesh. Complications: none. Drains: triple-lumen foley. Indication: experienced several years of abdominal pain that has been more pronounced in the last month or so. It occasionally escalates to the point that she experiences nausea and vomiting. During the extensive workup for these complaints, she had a CT scan of the abdomen and pelvis which demonstrated a ventral hernia. Her past surgical history is significant for an open cholecystectomy, an appendectomy at the time of her hysterectomy and bilateral salpingo-oophorectomy. She also had an artificial urethral sphincter placed and she is on prophylactic ciprofloxacin for recurrent utl¿s. After discussing the risks, benefits and alternatives to laparoscopic ventral hernia repair, she elected to proceed. Resident surgeon: (B)(6), md. Operation: ¿the patient was taken to the operating room and placed in the supine position. After smooth induction of general endotracheal anesthesia, a triple-lumen foley catheter was placed. While in the supine position, her abdomen and pelvis were prepped and draped in the usual sterile fashion. We began by making a small skin stab incision in the left upper quadrant directly under her left costal margin. Through this we placed a veress needle and after confirming intraperitoneal placement with a water drop test, we insufflated to establish our pneumoperitoneum under low flow. Satisfied that the veress was in the peritoneal cavity, we continued insufflating under high flow. With the pneumoperitoneum established, we removed the veress needle and placed a 5-mm optiview trocar through the same stab incision. We visualized each layer until we were in the peritoneum with the optiview port. We removed the optiview trocar and confirmed intraperitoneal position without any underlying visceral injury under direct visualization. We placed 2 additional 5-mm ports along the right abdominal wall and after taking down some adhesions, we placed an additional 5-mm port in the right upper quadrant. There were extensive adhesions with small bowel inside the hernia sac and matted along the fascial edge of the hernia defect, itself. These were multiple redundant loops that required an extensive adhesiolysis with a combination of laparoscopic scissors and harmonic scalpel. In total, our careful adhesiolysis took about 2 hours and after that we were satisfied that we had cleared away and defined the fascial edges of the hernia sac. We examined all bowel closely and there was no evidence of bowel injury or enterotomy. We measured this and it seemed to measure about 10 x 8 cm. Next, we cut a piece of dualmesh to size so that we had an additional 3 cm of fascial coverage beyond the fascial edge of the hernia on all sides. This was oriented so the macroporous side was facing the fascia and the subcutaneous tissues and the microporous side was facing the abdominal viscera. It was appropriately labeled with ink and at 8 equidistance places along the perimeter of the mesh, we placed 0 prolene sutures that were tied into place. It should be noted that during our adhesiolysis we also placed and additional 5 mm port in the subxiphoid position. With our dualmesh labeled, we made preparations to insert it into the abdominal cavity. We removed 1 of the left-sided 5-mm port sites and extended this skin incision to a total of 1 cm and placed a 10-mm balloon trocar through this trocar. We delivered the rolled up dualmesh with the preplaced sutures into the peritoneal cavity. Once inside, we unrolled it and oriented it appropriately. We fastened each of the 8 preplaced sutures similarly. We used a small needle grasper through a small skin stab incision through good fascia along the borders of the hernia to grasp the preplaced mesh sutures within the peritoneal cavity. The preplaced sutures were externalized thus bringing the mesh up to the anterior abdominal wall. We did this in a step wise fashion at each step insuring that the mesh was placed with appropriate location and appropriate tension. Satisfied that the mesh was appropriately placed at all 8 points and that the hernia sac was widely and securely covered through good fascia, we began to tie down the externalized preplaced 0 prolene sutures. We tied these down in pairs 180 degrees apart from one another to insure that the mesh did not migrate. We reinsufflated the peritoneal cavity and with the laparoscope insured that the mesh was still in good position. Finally, we secured the entire perimeter at 1-cm intervals with the spiral stapling device. These were fired in such a manner so as to eliminate any mesh redundancy and in a manner so as to insure that none of the macroporous side of the mesh was visible. With this complete, we explored the operative field to insure hemostasis. Satisfied with our hemostasis, we visualized the small bowel and confirmed there were no inadvertent bowel injuries. We administered local anesthetic to each of the port sites and removed them sequentially under direct visualization. Prior to removing these port sites, we repaired the 1 0-mm port site with an endoclose device utilizing 0 vicryl sutures. Satisfied with our fascial closure, we evacuated the pneumoperitoneum, removed the ports and closed the skin stab incisions with steri-strips and the port sites with interrupted 4-0 vicryl subcuticular sutures. The 10-mm port site was closed with a running 4-0 subcuticular stitch. Sterile dressings were applied. The foley catheter was removed. The patient was allowed to awaken from general anesthetic and the patient was extubated. She was taken to the recovery room in good condition. There were no obvious intraoperative complications.¿ . (B)(6) 2006: (B)(6) health. Intraoperative report. Implant record: device description: mesh gore dual biomaterial 15 x 19. Item #: 045952. Lot #: 04406422. Manufacturer: wl gore & associates 012354. Mfg catalog #: 1dlmc04. Batch #: 04406422. The records confirm a gore® dualmesh® biomaterial (1dlmc04/04406422) was implanted during the procedure. (B)(6) 2006: (B)(6) health [assigned]. (B)(6) md. Discharge summary. D/c dx: s/p ventral hernia repair. Recurrent uti infection. Irritable bowel syndrome. Hpi: chronic severe abdominal pain persisted since 1999, w/ worsening of symptoms over past 6 months. Pain causes nausea and vomiting. CT scan of abdomen and pelvis to evaluate possible etiology of this pain revealed a very large ventral hernia w/ several loops of small bowel w/ in it. She has had multiple abdominal surgeries in the past. Sought care for surgical treatment of ventral hernia w/ hopes this may alleviate her chronic abdominal pain. D/c instructions: regular diet. The pt may engage in activity as tolerated but should not lift greater than 15 lbs for the next 2 weeks. Avoid all tobacco products and second hand smoke. Wash wound 2 x a day w/ soap and water and pat dry. May replace gauze dressing for comfort if so desired. Should not soak wound, take baths, or engage in swimming, but may shower. Instructed to call if experiences increase in pain, fever over 100.5 for more than 24 hours, increased redness, warmth or drainage from wound, abdominal distention. F/u in dr. (B)(6)¿s clinic in 2 weeks. Records between (B)(6) 2006 and (B)(6) 2009 were not provided. (B)(6) 2009: [unknown]. (B)(6) md. Discharge summary. Admitting dx: partial small bowel-obstruction. Hospital course: admitted (B)(6) 2009 w/ severe abdominal pain, nausea and vomiting. CT scan revealed partial small bowel obstruction. X-rays improved by (B)(6) 2009, showed nonobstructive pattern. Advanced to clear liquids and regular diet then d/c home. [Missing records: records for the CT scan showing ¿small bowel obstruction¿ was not provided.] (B)(6) 2011: (B)(6) medical center. (B)(6) md. Discharge summary. Dx: partial small bowel obstruction. Hx of multiple prior abdominal surgeries including neobladder construction. Hospital course: came to emergency room because of abdominal pain. Pt admitted and cat scan reports dilated of fluid filled loops of ilium up to 3.5 cm in mid abdominal region behind abdominal wall mesh. Started w/ IV fluids, ng tube to intermittent suction. General surgery, dr. (B)(6) consulted and recommendation be addressed at (B)(6) given complexity of these surgeries that she had had there, dr. (B)(6) was contacted at uw madison and will accept pt in transfer. [Missing records: records for the CT scan showing ¿fluid filled loops of ilium up to 3.5 cm in mid abdominal region behind abdominal wall mesh¿ was not provided.] (B)(6) 2012: (B)(6) medical center. (B)(6) md. Discharge summary. Final dx: partial small-bowel obstruction. Exogenous obesity. Admitted (B)(6) 2012. Hpi: lower abdominal pain. Wbc 11.5. Plan: will be seen in clinic at next scheduled visit. (B)(6) 2015: [missing records: records for abdominal x-ray were not provided.] (B)(6) 2015: (B)(6) medical center: (B)(6) md. Discharge summary. D/c dx: small bowel obstruction. Pre-diabetes. Hpi: hx of recurrent small bowel obstructions, presented twice to ER in 2 days w/ c/o lower abdominal pain and nausea. Hospital course: pt admitted w/ ng tube to low intermittent suction. Decompressed rapidly and feeling better. Ng clamped (B)(6) 2015 and pt tolerated clear liquids w/ out problem, w/ near total resolution of abdominal pain. Stable for d/c. Radiology: (B)(6) 2015 x-ray abdomen: findings: there is no subdiaphragmatic free air, there are a few short air-fluid levels in the small bowel and colon. There are increasing gaseous distention of small bowel. There is anterior abdominal wall mesh. Ileus versus partial small bowel obstruction. Meds: metformin. F/u 2 weeks. (B)(6) 2016: [missing records: records for abdominal x-ray were not provided.] (B)(6) 2016: [missing records: records for abdominal x-ray were not provided.] (B)(6) 2016: [missing records: records for abdominal x-ray were not provided.] (B)(6) 2016: (B)(6) medical center. (B)(6) , apnp/(B)(6) , md. Discharge summary. Dx: small bowel obstruction. Hpi: hx multiple abdominal surgeries and previous small bowel obstructions. One day hx abdominal pain, bloating, nausea and vomiting. Abdominal pain 10/10. Workup and ng tube placed. Pt admitted. Hospital course: pt made npo and dm oral meds held and placed on ssi. Ng on lis the following day. (B)(6) 2016 ng removed and pt tolerated clear liquids w/ out nausea/vomiting. Reports no pain or bloating to abdomen. (B)(6) 2016 x-ray abdomen: no free intraperitoneal air, no evidence for mechanical obstruction. (B)(6) 2016 x-ray abdomen flat kub: no obstruction or free air. Coils overlie the lower abdomen. Cholecystectomy clips seen. (B)(6) 2016 x-ray abdomen flat kub: gas and stool are scattered w/ in nondilated colon. Several borderline to mildly dilated loops small bowel are present w/ air/fluid levels, small bowel obstruction favored over ileus [missing last two pages of d/c summary]. (B)(6) 2016: [missing records: records for surgery on (B)(6) 2016 were not provided.] (B)(6) 2016: (B)(6) hospital. (B)(6) md. Emergency department. Hpi: CT showing early or partial small bowel obstruction. Nausea, vomiting. Ng tube placed. Impression/plan: small bowel obstruction, either partial or incomplete. Pt placed inpatient for treatment. [Missing records: records for CT scan showing ¿early or partial small bowel obstruction¿ was not provided.] (B)(6) 2016: (B)(6) hospital. (B)(6) md. History and physical. Hpi: hx irritable bowel syndrome, type 2 diabetes, pancreatitis, diverticular disease, uti. Pt was discharged from hospital, doing well until yesterday when she developed abdominal pain, nausea, and vomiting. Pt states she had the surgery on (B)(6) 2016 and started w/ abdominal pain yesterday (B)(6) 2016. Came to emergency room and had lab work done. CT abdomen and pelvis showed partial small bowel obstruction w/ no transition point [missing pages 2-5]. (B)(6) 2016: (B)(6) hospital. (B)(6) md. Consultation. Hpi: symptoms of abdominal pain and minor abdominal bloating yesterday. Fair amount of nausea. Vomiting began to occur when she was in the emergency room today. States has not passed much flatus though had small amounts of liquid bowel movement over past several days. She is familiar w/ these symptoms, has been admitted w/ small-bowel obstruction several times in the past. Resolved with bowel rest and ng suction. She was told that she would have a very complicated abdominal surgery situation with a large, complicated mesh implantation in the anterior abdominal wall and the possibility of significant intra-abdominal adhesions. Fortunately, surgery has never been required to treat her small bowel obstruction. Wt 184 lbs. She was told that she has a "knuckle" of small bowel that seems to create her obstruction [missing pages 2-3]. Abdomen obese, abdominal distention. Continue bowel rest and ng suction w/ daily clinical reassessments. We did talk about possibility of pursing surgery if this does not resolve. (B)(6) 2017: [missing records: records for CT scan showing ¿consistent with sbo was not provided.] (B)(6) 2017: [missing records: records for abdominal x-ray were not provided.] (B)(6) 2017: (B)(6) medical center. (B)(6), apnp. Discharge summary. D/c dx: small bowel obstruction. Generalized abdominal pain. Hpi: hx chronic diarrhea and multiple abdominal surgeries. Last hospitalized for sbo 1 year ago. Sharp lower abdominal pain shortly after eating last night. Bm yesterday. Recent uti and treated w/ antibiotics. She does self-cath d/t hx urinary retention. Ed labs unremarkable. Underwent a CT abd/pelvis which was consistent w/ sbo. Received IV fluids, zofran. Ng tube placed. Hospital course: ng to lis during stay. Pt shown gradual improvement in pain and nausea. Ng clamped and clear liquids started yesterday after pt had bm. Diet advanced to normal and pt w/ out nausea, vomiting or abdominal pain. D/c home w/ previous home meds. Radiology: CT abdomen and pelvis (B)(6) 2017: indication: abdominal pain and distention. Hx bowel obstruction and hernia. Findings: cholecystectomy clips are present. There is dilatation of the common bile duct, similar to that seen on the prior exam. There is no significant intrahepatic biliary dilatation. In the lower pole of the left kidney, there is a small lesion which is too small to characterize reliably. This may be slightly hyperdense which could indicate that this is complex. This is not changed significantly in size from (B)(6) 2011. There is focal scarring in the upper pole of the right kidney. Aortic and branch vessel atherosclerotic calcification is present. No enlarged lymph nodes are identified by CT size criteria. There are dilated loops of small bowel. There is a small bowel feces sign in the distal dilated small bowel loops. There is abrupt transition of small bowel caliber in the right side of the abdomen in the distal ileum to nondilated bowel. There is a very trace amount of edema in the fat adjacent to the distal dilated small bowel loops. An enteroenteric anastomosis is present in the right side of the abdomen. There is mesh repair of the anterior abdominal wall. There is no evidence of pneumatosis. There is no evidence of free air or free intraperitoneal fluid. There is calcification in the common hamstring tendon origins bilaterally. Enthesophytes are present at the greater trochanters. There are degenerative changes in the spine, sacroiliac joints, and hips. Post-surgical changes are present in the spine. The findings are compatible w/ small bowel obstruction w/ transition point in the right side of the abdomen in the distal ileum. This is likely d/t adhesive disease. X-ray abdomen (B)(6) 2017: air at the distribution of colon. Postoperative changes of the ventral wall hernia repair. No evidence of small bowel obstruction [missing last two pages of d/c summary]. (B)(6) 2017: (B)(6) medical center. (B)(6) md. Operative report. Procedure: exploratory laparotomy removal of malfunctioning and eroding hernia repair, gore-tex mesh, removal of titanium track from small bowel wall, repair of 2 enterotomies, small bowel resection x1, extensive lysis of adhesions taking more than 2 hours of the case, primary hernia repair. Preop diagnosis: recurrent small bowel obstruction w/ chronic right lower quadrant pain. Postop diagnosis: recurrent small bowel obstruction w/ chronic right lower quadrant pain, frozen abdomen, gore-tex mesh w/ titanium tracking device eroding into small bowel loop. Anesthesia: general. Complications: none. Estimated blood loss: minimal. Description of procedure: ¿the patient was brought to the operating room, placed in the supine position on the operating room table. After generalized anesthetic was administered, the abdomen was prepped and draped in the usual standard fashion. Foley catheter and ng tube were placed. A midline incision was created through the previous incisional scar in the lower midline abdomen. This was eventually extended up to around the umbilicus halfway to the xiphoid in order for the extensive lysis of adhesions to be performed. This was taken down to the gore-tex mesh and the edge of [illegible] did inflate intraperitoneally with spiral tracking devices with sharp ends and there were seen to be going through and through the mesh into small bowel loops. There were all removed one at a time. This did leave 5 rents in the small bowel. The mesh was removed from the abdomen and very carefully in a sharp fashion. This was passed off the field and sent to pathology. The resultant chosen abdomen required lysis of adhesions in order to adequately evaluate the enterotomy and repair them in a safe and appropriate fashion. An extensive lysis of adhesions was performed again with the above stated time involvement. The enterotomies 2 of them were seen to be isolated and repaired. They were all less than 50% of the circumference and there was no evidence of devascularization. They were repaired with 2 layers of 3-0 silk pop-offs sutures. They were 3 enterotomies that were all within the same bowel loops fairly close to each other within a 5-6-inch section. This was resected with 2 firings of the gia 75 blue load stapler and the mesentery double clamped, ligated and divided. This was passed off the field and sent to pathology. The abdomen was then thoroughly irrigated and intercede was placed beneath the fascia and the fascia was closed primarily with looped 1 pds suture. The skin edges were reapproximated with 4-0 subcuticular monocryl suture. Sterile dressing were applied. The patient was extubated and transferred to the recovery room in stable condition.¿ (B)(6) 2017: (B)(6) laboratory. (B)(6) md. Pathology. Specimen: foreign body/material, abdominal mesh removal. Small intestine, partial/complete resection, not for tumor. Final diagnosis: abdominal mesh; removal: synthetic mesh material (gross consult only). Fibroadipose tissue with foreign body giant cell reaction. Small bowel; segmental resection: acute serositis with focal erosion into submucosa. Gross description: received labeled with the patient¿s name and ¿abdominal mesh removal¿ is a 12.5 x 9.0 x 0.7 cm portion of synthetic mesh. There are several blue sutures. There is also tightly adherent fibromembranous and fatty tissue scattered on each surface. Representative soft tissue is submitted in one cassette. Received labeled with the patient¿s name and ¿small intestine¿ is a 2.5 cm segment of small intestine stapled at each end. There is a small amount of adipose tissue. This segment is kinked and displays numerous serosal adhesions. There are also several sutures in the serosal surface. Representative tissue is submitted labeled: a each en face margin, b kinked area from serosal adhesions, c sutured area. Microscopic description: 1. H and e stained sections demonstrate portions of fibroadipose tissue with areas of dense fibrosis and scattered foreign body giant cell reaction. There is no evidence for malignancy. 2. H and e stained sections demonstrate small bowel with acute serositis and serosal erosion, focally extending into submucosal tissue. No evidence for malignancy. (B)(6) 2017: (B)(6) medical center. (B)(6) md. Discharge summary: d/c dx: small bowel obstruction. Procedures: laparotomy w/ small bowel resection, lysis of adhesions, mesh removal and primary hernia repair. Hpi: underwent surgery w/ out complication and post operatively had an ng, this was removed and started on liquids po. D/c after bm in good condition [missing pages]. (B)(6) 2018: [missing records: missing records for abdominal x-ray were not provided.] (B)(6) 2018: (B)(6) md. Discharge summary. Primary dx: partial small bowel obstruction. Secondary dx: diabetes mellitus type 2 not on chronic insulin therapy w/ neuropathic manifestations. Recent urinary tract infection. Hospital course: medical hx including pancreatitis, sleep apnea, obesity, multiple abdominal surgeries w/ multiple experiences w/ small bowel obstruction who presented to ER c/o one-day hx of abdominal pain similar to previous bowel obstructions. Lab workup. CT abdomen and pelvis demonstrated early or incomplete small bowel obstruction at the anastomotic suture line in right pelvis as seen previously. Irregular anterior wall of pelvis may r/t hernia, but is unchanged. Admitted. Ng tube remained on low intermittent suction. Npo. Pts metformin held and placed on sliding scale insulin every 6 hours w/ adequate control of blood glucose levels. IV rocephin. Symptoms gradually improved. Abdominal x-ray repeated on december 5 and demonstrated stable mildly prominent small bowel loop in the region of the anastomotic sutures in the right lower quadrant. Pt was able to pass flatus and have bowel movements. Reported significant improvement of her pain and nausea. Ng d/c¿d, started on clear liquid diet. Advanced to full liquid diet. This was tolerated and no recurrence of nausea, vomiting or abdominal pain. D/c home [missing end of d/c summary]. [Missing records: records for CT scan showing ¿early or incomplete small bowel obstruction¿ was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2006, whereby a was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, hernia recurrence, small bowel obstruction, chronic abdominal pain, surgery to remove mesh, foreign body giant cell reaction, bowel perforation, bowel resection. Additional event specific information was not provided.